Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and confirmed the reported event. The fse performed the manufacture testing, which found the turbine transducer railed out of specifications and a main printed circuit board was ordered. At this time, vyaire medical failure analysis laboratory has not received the suspect main pcb for evaluation.

Event description:
The customer reported an unresolved 'vent inop" alarm on this ventilator device. The customer stated no patient involvement with this event.